Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - device not returned. Customer returned sample was evaluated and customer failure duplicated. Retained kit testing met all specifications. The customer returned sample was tested within this evaluation and the results are as follows: the returned sample (B)(4) was tested in triplicate with an in-house kit of reagent lot 70626hn00. Each replicate was nonreactive. The s/co results were 0.21, 0.22, and 0.20. Additionally, the sample was tested indeterminate with the (B)(6) assay. (B)(6). When evaluating all test results for this specimen generated in the customer laboratory and by the investigation team, the specimen is false non-reactive for the (B)(6) assay. To address the sensitivity of lot 70626hn00, the investigation team completed additional evaluation and the results are as follows: the sensitivity of reagent lot 70626hn00 was also evaluated using field data for the positive calibrator s/co (indicator for assay sensitivity). The positive calibrator s/co results generated with these lots in the field are in the same range as those for reference reagent lots. Analytical sensitivity panels were tested with an in-house kit of reagent lot 70626hn00. Test results were evaluated against acceptance criteria for final lot release of (B)(6) reagents. All acceptance criteria were met. The data were also comparable to values obtained during final lot release. Four seroconversion panels (reactive for the ns3 antigen or the core antigen) were tested with in-house kits of reagent lots 70626hn00. Test results were evaluated against the seroconversion panel data supplied by the vendor. Reagent lot 70626hn00 detected the same or earlier first reactive bleed for the seroconversion panels compared to the vendor data. The investigation team reviewed the complaint and manufacturing records. This review did not identify any problems relating to the customer observation. Based on the results generated during this evaluation, it is determined that (B)(6), list number 6a52-48, lot 70626hn00, identified in this complaint, is performing acceptably with respect to analytical and clinical sensitivity. Based on serologic test results and negative pcr result it appears unlikely that the donated blood is infectious. The investigation team cannot judge on the specificity of the positive immunoblot result the customer reported. Both unspecific reaction or very low levels of (B)(6) years after acute infection may explain the observed difference between assay methods. This is a final report.

Manufacturer narrative:
This report is being filed on an international product, prism hcv, list number 6a52 that has a similar product distributed in the us, prism hcv, list number 6d18. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer stated a prism analyzer generated false negative hcv results for one patient. The patient had a history of a positive hcv screening result in 1991. In 2009, the patient serum sample yielded a negative hcv result of 0.22 s/co on a prism analyzer, and a negative hcv result of 0.46 s/co on an axsym analyzer. At about 7 days later, a plasma specimen from the same patient yielded negative results of 0.25 s/co and 0.26 s/co on the prism analyzer. Innolia blot testing performed 3 days later yielded positive results of c2(2+) and ns4(3+). Pcr testing was nonreactive. There was no adverse impact to patient management reported.